Event description:
Additional information: date of procedure was (B)(6) 2025.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional data.

Event description:
It was reported that battery was successfully replaced and the left l3 drg lead was revised by just pulling the lead back into the foramen. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy and the left l3 drg lead migrated. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.